Event description:
The hcp reported the pt presented with signs of an infection of the device pocket including pocket erosion. It was unk to the hcp if a culture of the device pocket was done. The total device system was explanted. The pt experienced no drug withdrawal. The pt had a risk factor of malnutrition or being extremely thin.